Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results on the subject meter compared to another meter (onetouch ultra). No results were provided, but the reporter alleged that readings on the subject meter were, on average, 10 mg/dl higher than the other meter. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.